Manufacturer narrative:
Submit date: 05/24/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer states during a procedure the surgeon noted white particles coming off the sponges. These were isolated and kept out of the wound.

Manufacturer narrative:
Submit date: 10/03/2016. The device history record (DHR) for lot 15b083862x indicates that there have been no reported issues related to this lot. There was 1 unbanded pack of 10 used sponge samples returned with this complaint or there were representative sample received for evaluation. All of the sponges returned showed signs of linting small fibers from the sponges. A visual inspection was performed and the reported condition is confirmed. The returned product did not meet quality release specifications. A root cause for the reported condition is during the cutting process fibers were loosened from the sponge. This could lead to pieces of cotton to fall from the sponge. These falling particles would be consider linting. A formal corrective and preventative action (CAPA) was initiated to address the miscount complaints for vistec products. During this CAPA, the off line banding equipment was discontinued. A reversal of the autobander trays was adjusted to tighten the bands. The CAPA has been implemented to optimize the autobander process. A rotation of stacked sponges will be removed from the process and validation activities will be performed. This CAPA is currently in progress. This information will be utilized for trending.